Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03632. The pt reported that her scs ipg has become more superficial and causes her discomfort. The pt also reported that she experienced heating at her scs ipg pocket site while charging her scs system. The pt is currently not using her scs system due to ineffective stimulation. The pt is consulting with physician to discuss having the scs system removed. F/u is pending. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.